Manufacturer narrative:
Section b1: corrected. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been experiencing episodes of low flow. Log files were submitted for review and captured low flow events beginning on 11mar2024. The healthcare provider suspected the alarms were related to hypovolemia. However, the low flow alarms continued and on 21mar2024 the patient had multiple echocardiograms and a computed tomography angiography (cta) performed. On 27mar2024 it was communicated that the low flows persisted and were considered unrelated to hypertension or hypovolemia. An outflow graft obstruction was also ruled out. Additional log files captured low flow events on 27mar2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. Healthcare providers thought this was acting like an inflow cannula occlusion, as there was inability to unload the left ventricle despite increasing the pump speed to 9000 rpm. The patient had persistent high filing pressures. There was still no noted outflow graft obstruction. On (B)(6) 2024 the patient underwent a pump exchange. The patient ultimately passed away on (B)(6) 2024 due to right heart failure. Related manufacturer report number for patient death: 2916596-2024-03545.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) did not reveal any device related issues. The reported inflow obstruction could not be confirmed. The reported low flow alarms were confirmed through review of the submitted log files. A specific cause for the alarms as well as a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured numerous low flow alarms. Pulsatility index was elevated during the no other notable events or alarms were captured, and the device appeared to be operating as expected at the set speed. (B)(6) was returned assembled with the pump cable cut approximately 8.0¿ from the pump header. The distal portion of the pump cable was returned. Approximately 3¿ of the sealed outflow graft and the bend relief were returned. Two additional distal end portions of graft, measuring approximately 3.0¿ and 4.0¿, were also returned. The apical cuff was not returned with the device. Upon disassembly of the returned device, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6 of the IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been experiencing episodes of low flow. As of (B)(6) 2024 the low flows had persisted and were considered unrelated to hypertension or hypovolemia. Outflow graft obstruction was also ruled out. Log files captured low flow events on (B)(6) 2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. Healthcare providers thought this was acting like an inflow cannula occlusion, as there was inability to unload the left ventricle despite increasing the pump speed to 9000 rpm. The patient had persistent high filing pressures. There was still no noted outflow graft obstruction. On (B)(6) 2024 the patient passed away due to right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.